Manufacturer narrative:
UDI: unavailable. Complete product detail has not been received at this time. If further information is received, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address shoulder pain. It was reported that the surgeon did and exploration and realized that the glenosphere was semi loose on the metaglene. The surgeon checked and retighten the glenosphere and was satisfied with it being seated completely. He then finished with a poly exchange of the same size that was removed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.